Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt was in the hospital for unk reasons. It was noted that the device appeared to have undersensed some torsades de pointes episodes. The physician felt the pacemaker was contributing to the pts torsades de pointes. The device did not record any ventricular tachycardia episodes when it was checked. After reviewing the strips, they displayed episodes of torsades de pointes. The device remained implanted.